Event description:
It was reported by the customer's parents that the customer's insulin pump received multiple no delivery alerts. It was also reported that the insulin pump has moisture under the screen and a crack. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.